Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. All buttons are functioning properly. No unexpected beeping when pressing the express bolus button noted. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose reading was 600 mg/dl. She was wearing the insulin pump at the time of the event. She also reported that the insulin pump would beep and become unresponsive when attempting to deliver a bolus. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.